Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 286mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.